Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6.2 had failed and unable to recover. The customer tried to reboot the drawer, but issue did not resolve. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) checked the station and found that pockets were not detected. Diagnostics were run, the system was powered down, and the row board cables were reseated. The system was then rebooted and diagnostics were run again, which completed successfully. The pharmacy was able to recover the drawer afterward. The system functioned as intended after the field service engineer repaired the device.